Manufacturer narrative:
Zimmer biomet complaint:(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Wilton, tim. ¿twenty-year survival and 10-year clinical results of the medial oxford unicompartmental knee arthroplasty.¿ journal of bone & joint surgery, vol. 90, no. B, ser. 579, 2008. 579.

Event description:
Information was received based on review of a journal article titled, "twenty- year survival and 10 year clinical results of the medial oxford unicompartmental knee arthroplasty: two-year clinical results¿. This complaint is reporting the revisions due to pain.